Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6)2022, it was reported that the pediatric patient experienced sensor error for 3 hours. The patient experienced hypoglycemia with seizures. A schoolteacher called an ambulance and the patient was taken to the hospital. At an unspecified time of the event the blood glucose reading was 34 mg/dl. There was no documentation about the treatment administered for hypoglycemia, it was reported that at the hospital the patient was treated with tylenol (paracetamol, pain killer). At the time of the report the patient was doing good. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2023-013893 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.